Event description:
It was reported that at implant, when the pulse generator was connected, loss of capture was observed. The device was reconnected several times, but still there was no capture. A different pulse generator was implant ted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.